Manufacturer narrative:
Manufacturer's investigation conclusion: during the investigation there were incidental findings. Internal mounting bracket nuts had loosened and had fallen inside the unit and main printed circuit board assembly (pcba) failure. The reported event of the mpu was broken and had exposed wires was confirmed during visual inspection by service depot. Visual inspection revealed that the internal patient cable mounting bracket nuts had loosened and fallen off resulting in the cable no longer being secured to the housing exposing intact wires; the nuts were found inside the unit. The cable was replaced and secured. When the mpu was powered a yellow wrench alarm was observed, it was determined that the nuts loose within the unit had likely caused electrical damage to the printed circuit board (pcb). Service depot replaced the main pcb, and the alarm was resolved. The mpu was then connected to a mock circulatory loop and allowed to run for several days without issue. A full functional checkout was performed, and the unit passed all tests. The repaired heartmate mobile power unit (B)(6) was returned to the customer site and the pcb was forwarded to product performance engineering (ppe) for further analysis. Several components on the pcb appeared to no longer be functional including the mpu main processor due to the loose nuts that were in the housing. A review of the device history records did not indicate any issues with the mpu prior to shipping and the mpu has not been serviced since manufacture until this event. A manufacturing analysis task was opened to investigate this failure mode on a previous complaint further to investigate the loose patient cable mounting bracket nuts issues. The manufacturing analysis task confirmed that the mpu passed several inspection checkpoints that would have detected if the pcb was damaged. Due to the potential that the screws may not have been fully secured at manufacture the manufacturing operators were re-trained on the process. This mpu was manufactured prior to the re-training. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The (B)(6) was shipped to customer on 30jul2020. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU)section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including yellow wrench advisory alarms condition on the mpu, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was broken and had exposed wires. The vad coordinator instructed the patient to not use his mpu and remain on battery power until a loaner mpu was issued.